Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation with 425cc mentor memorygel breast implants experienced left sided rupture post procedure. The ruptured implant was discovered during replacement surgery. Bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed on (B)(6) 2019. Mentor received the information regarding the left sided rupture on (B)(6) 2019. On (B)(6) 2019 mentor received additional information. The replacement surgery was being performed due to bilateral ptosis on the implants. This report relates to the left prosthesis. See 1645337-2019-11734 for contralateral prosthesis report.